Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's sensing test would not show any sensing measurements on the right ventricular lead. All therapies were programmed off by the physician, and records indicate that the lead is still implanted. No patient complications were reported as a result of this event.